Manufacturer narrative:
Product complaint #: (B)(4). Additional information provided: suture is taken out of the container and comes very rolled up (it does not come out easily) therefore the packaging has to be opened. Was surgery delayed due to the reported event? Yes. If yes, number of minutes: 5. Action taken when event occurred? Open another suture. Was procedure successfully completed? Yes. Were fragments generated? No. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. They do not have all sutures for evaluation, only 2. The rest was discarded. 1. Please clarify how many devices are involved in this single procedure: 3 eas were used in this procedure. 2. If this event occurred in multiple procedures, please provide information requested above for each patient event: ok have any of these events been previously reported to ethicon? Yes already reported 3. Status of product return: coordinating the 3 eas. There were 3 units that impacted 1 patient. H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received, one detached needle and one winding former with a suture partially dispensed outside its packaging that pertain to product code. After investigation of the sample, the swage and attachment area were not as expected; since the hit of the stake was on the edge of the swage area of the needle, causing the suture to be severely cut due to an incorrect swage resulting in breakage suture. In addition, the suture was dispensed from the winding formers without problems and examined along the strand to detect any damage, and no defects were observed. Based on the information currently available, an incorrect swage issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Note: events reported via: mw# 2210968-2023-09805 & mw# 2210968-2023-09806 . This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The suture when taking it with the holder, the needle comes out. Additional information has been requested.